Manufacturer narrative:
The customer performed their own troubleshooting over the phone with beckman customer technical support specialist. The customer replaced the ise tubing and cleaned the system to resolve the issue. The customer repeated calibration, quality control, and patient samples. All results recovered acceptable. The customer verified analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low patient results for ion selective electrode (ise) including sodium (na) and chloride (cl) on their au480 clinical chemistry analyzer. The customer sent the patient samples out to another laboratory for testing and results came back were normal. The customer did not report the initial low results of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patients demographics. The customer provided data for three (3) patients.